Event description:
Physician was performing an arthroscopic lateral release when the end of the probe broke off. The broken piece was retrieved using the c-arm. A second probe was opened to complete the procedure.======================manufacturer response for vapr hook electrode, depuy mitek (per site reporter).======================manufacturer provided a returned goods authorization (rga) number and shipping container for product return evaluation.